Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Contact stated they believed the issue to be with the usb cable not the pump. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.